Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. The pump failed to vibrate during self-test due to broken vibrator black wire. The pump was received with cracked case at display window corners, display window and battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer had symptoms such as nausea and vomiting. The customer corrected with a pen. The customer's husband brought her to the hospital at 5pm. The customer was treated with insulin. The customer used a pen for correction. The cannula was not bent but was inserted into scar tissue. The customer will be sent replacement pump.